Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B76527,d01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse"), genital haemorrhage ("abnormal bleeding"), perineal pain ("perineal pain") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure, lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, perineal pain and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic adhesions, pelvic pain and perineal pain to be related to essure. The reporter commented: insertion details: 2 coils protruding from right and left ostia (discrepancy noted with text: 1 coil protruding from left ostium). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain. Lot number: b76527, manufacture date: 2013-10, and expiration date: 2016-10. Lot number: d01969, manufacture date:2014-08-21, and expiration date: 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B76527,d01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse"), genital haemorrhage ("abnormal bleeding") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure,lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, perineal pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic adhesions, pelvic pain and perineal pain to be related to essure. The reporter commented: insertion details: 2 coils protruding from right and left ostia (discrepancy noted with text: 1 coil protruding from left ostium). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain. Most recent follow-up information incorporated above includes: on 15-sep-2021: medical records received.reporter information, lot number and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse"), genital haemorrhage ("abnormal bleeding") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, perineal pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic adhesions, pelvic pain and perineal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , date explanted , other relevant history added . Product removal details and patients dob updated. Event pelvic adhesions added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse"), genital haemorrhage ("abnormal bleeding") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, perineal pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic adhesions, pelvic pain and perineal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.